Event description:
Related manufacturer report number: 2916596-2023-05883. Additional information reported that the clinical staff exchanged the system controller in an attempt to resolve the low flow alarms, however this exchange did not resolve the alarms.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller log files are being evaluated following a system controller exchange performed in response to low flow alarms. The system controller (serial #: (B)(6)) was not returned for analysis and a log file was submitted for review with events spanning approximately 21 hours (18jul2023 at 14:34:56 ¿ 19jul2023 at 11:54:47 per time stamp). Beginning on 18jul2023 at 16:00:14, low flow alarms were active due to the flow falling below the low flow threshold. On 18jul2023 at 16:02:22 began events related to the reported system controller exchange when power was disconnected, and the driveline was disconnected at 16:03:11 before the system controller was powered off at 16:06:10. The low flow alarm events are further addressed via the pump investigation (see manufacturer report number 2916596-2023-05883). Provided information stated that the system controller was exchanged but they are aware the low flow issue is not related to the system controller. The low flow and subsequent patient outcome could not be correlated to an issue with the system controller or the exchange in response to the low flow alarms. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low flow alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.